Event description:
It was reported by the patient that the patient had a lot of pain in the area on the left side of stomach. Besides pain, the patient had difficulty with eating and certain meats made patient vomit. Every time the patient ate, the stomach would swell. Per report, the patient had the band empty out when the patient found out they had cancer and going to have chemo treatment. 4 years after chemo treatment, the patient wanted to get a fill, but the doctor advised not to and try to maintain the weight instead. The patient does not eat bread as it makes her sick. Certain meats made patient vomit. Patient reported that every time patient does eat, stomach swells and has a lot of trouble with stomach. It was reported by the patient that the pain is on the left side of stomach. The doctor couldn't find the cause.

Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, no response was received from the patient. No information available regarding the product that was involved. Multiple attempts to obtain additional information for an investigation were unsuccessful. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.